Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited an unknown communication error and no clear image. The issue was a reported out of box failure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: d10. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no data. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no clear image and communication error is due to no image caused by defective plug unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.